Event description:
It was reported that the device lost power during a patient transport. After turning the device back on, the device was in use and lost power for a second time approximately a minute later. The user was able to successfully power the device back on after each instance. Thereafter, the user disconnected the device from the patient. There were no adverse effects that resulted from the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed that the batteries were not fully seated upon receipt but observed proper device operation through functional and performance testing. Physio replaced the battery latches as a pre-cautionary measure and returned the device to the customer for use. A conclusive cause of the reported event could not be determined.